Manufacturer narrative:
The product was requested for return to the manufacturer for laboratory investigation but was not received yet. The investigation is still pending. A supplemental medwatch will be submitted after new information has been received. (B)(4). Reference exemption # e2018002.

Event description:
According to the customer: it was reported that a patient was on vv ECMO with a levitronix set. The postmembrane pressure was decreasing therefore the levitronix set was replaced with a hls set. Immediately after the replacement with a getinge cardiohelp device with hls membrane, the postmembrane gasometry showed unaccustomed values (p/f 180 with fio2 1). With washing maneuvers it was possible to improve these parameters up to p/f of 230 mm hg with fio2 1. In the following hours these events were repeated despite high ptta values (ratio 2-2.5) and given that the patient was sedated and relaxed, with fio2 of 1 in respirator, hb 13, with hypothermia and arterial po2 went down to 43 mm hg with so2of 73% we proceeded urgently to replace the device with another one (levitronix). According to the customer, they thought the hls set was not working properly therefore the hls set was exchanged. Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems,USA (importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The product was requested for return to the manufacturer for laboratory investigation. The returned product was investigated in the laboratory of the manufacturer. An hls module advanced 5.0 with tubes was returned. The sample was clotted. Tubes were removed and disposed of. The blood inlet and blood outlet side were very heavily clotted. Oxygenator was cleaned several times with sodium hypochlorite. Since the sample was cleaned with sodium hypochlorite and a readjustment test was carried out with water or priming solution, no clots can be formed, so a readjustment test cannot be carried out. Clots can be confirmed. Further investigation steps are momentarily not possible to be executed due to work safety issues in the complaint laboratory. Maquet cardiopulmonary is currently in the mitigation of this issue. When further investigation steps can be executed again, these investigations will be performed and the complaint file will be updated accordingly. Thus the reported failure could not be confirmed. The most probable root cause could not be determined at this time because further investigation steps are momentarily not possible to be executed due to work safety issues. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
Internal reference: (B)(4).